Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient dislodged the right ventricular (rv) lead after strenuous activity and presented to the emergency room due to inappropriate shock. Device interrogation revealed that the lead was oversensing in the wrong chamber with no capture issues. An x-ray was performed to confirm the dislodgement. On (B)(6) 2021, lead revision was attempted, but the lead helix would not extend. The physician elected to explant and replace the lead instead. The patient condition was stable before, during, and after the procedure.